Event description:
It was reported that the skyline screw backed out of the skyline plate approx 2-3mm postoperatively. Patient experienced no pain or symptoms. The surgeon decided to re-operate, extract the screw and replace it with a 14mm large diameter screw. When the doctor visualized the plate during the procedure, he stated that the cam-lock on the skyline plate did not look fully engaged over the original screw. See mfg medwatch report no. 1526439-2014-11285 for the skyline plate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.